Event description:
Spacelabs received a report that a patient dropped an ambulatory blood pressure (abp) monitor model 90207-32 during an overnight observed study, picked up the monitor and placed it under his pillow to continue data collection. Later the same night, the unit became very hot and emitted a bad smell. The patient informed the nurse. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.